Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/16/2015. Updated with correct product name and product code.

Event description:
According to the reporter: inner white ring fell out. Was there patient injury/hazard: no.